Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: united kingdom. It was reported that after six applications, it was noticed there was bleeding from the site of the initial seal site. The surgeon went back to the initial seal and applied a suture, which stopped the bleeding. He then returned to the proximal part of the sleeve to continue the re-sectioning. The surgeon applied retraction laterally and the proximal sealed immediately opened, creating the arterial to bleed. He was able to stop the bleeding by applying an additional seal using the caiman. Not satisfied with the product he finished the procedure using the ligasure, without any furthered bleeding. No delay in surgery was reported.